Manufacturer narrative:
Additional information: section d - lot number [from] blank [to] 3000088932 section d - serial number [from] blank [to] (B)(6). Section d - exp. Date [from] blank [to] 01/29/2022 section h - manufacture date [from] blank [to] 01/29/2019. The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected a clean-cut separation of the inner lumen within the membrane approximately 23.1cm from iab tip. Two kinks were also found on the catheter tubing approximately 76.5cm & 72.6cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 23.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal was performed and one leak was detected. The evaluation determined a break in the inner lumen which allowed blood to leak into the membrane and catheter tubing causing the reported problem. We are unable to determine how the break in the inner lumen occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm and balloon had ruptured. It was reported that the insertion technique used was not as described in the device instructions per use. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm and balloon had ruptured. It was reported that the insertion technique used was not as described in the device instructions per use. There was no reported injury to the patient.